Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 300 and 123mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strip information was not provided, as customer did not have them anymore. Replacement meter was sent to the customer